Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The stapler was returned with a staple loaded backwards at the front of the device. Functional testing could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review was performed, and no relevant findings were identified. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore". A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "doctors using stapler on patients then it got jam, cannot work anymore." A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.